Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of redness, inflammation, and an infection under the entire sensor patch area. The patient's parent took the child to a physician on (B)(6) 2022. A topical antiseptic cream (savalon) and an antibiotic (for one week) were prescribed. At the time of the report, the patient was in stable condition. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.